Event description:
Patient undergoing stent angioplasty of the left anterior descending. A pre-dilation of the left anterior descending with angioplasty balloon was being attempted. The balloon was inserted through the guidewire and attached to the encore inflation device. The balloon was attempted to be inflated by the scrub tech but the dial of the encore inflation device remained at 0 atm. Fluoro was checked and a perforation to the coronary was noted just distal to the stent. The balloon had been inflating without the dial registering. This device is not new to the facility, user or physician. The staff did not notice anything different about this particular device prior to the incident.